Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a getinge demo cardiosave intra-aortic balloon pump (iabp) unit does not complete the boot sequence and finally goes into critical alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (email address), g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: e1, g2 (remove user facility). A getinge field service engineer (fse) was dispatched to evaluate the iabp and upon arrival the unit would not power up, it stayed in the spinning icon until it went into a system failure alarm. The fse arrived and saw that the executive board led indicators were stalled at "f7". The fse opened up diagnostics and found tec#116 multiple times. The fse replaced the coiled cable and connecting internal cable and it appeared to resolve the issue, but it eventually came back while the fse was testing. The fse replaced the expired chip on the executive processor board but still had issues. The fse ordered a new executive processor board and returned to replace it. The fse installed the new (one piece) coiled cable fa along with the executive processor board. The fse completed a full pm and system test, all tests passed to factory specifications. Returned to the customer and released for clinical use. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following parts associated with this complaint: cable backplane to coiled cord. Cable coiled cord. Exec. Processor board. Rtc nvram ic. These parts were received with a reported unit failure message of unit would not power up, went into failure alarm and exec. Processor board led stalled at f7. Performed visual inspection of these parts received and all parts looks be in condition. No issues to verify as this rtc nvram ic was exchanged due to replacement. Installed the all parts into the cardiosave test fixture and tested together and separately to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department could not verify the failure of unit power up and system failure alarm for following parts and passed testing: cable backplane to coiled cord cable coiled cord the failure analysis and testing department verified the failure of unit power up, went into system failure alarm, also verified the tec# 116 in diagnostic for following part and failed testing: exec. Processor board.

Event description:
N/a.